Event description:
It was reported that the balloon did not deflate before use. There were no patient complications reported.

Manufacturer narrative:
One catheter was returned for evaluation with a monoject 1.5cc limited volume syringe. No introducer was returned. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No resistance was felt during injecting air with the returned syringe. Balloon deflation was achieved within 1 second and it was confirmed to be within specification. Some moisture was found inside the gate valve. The moisture in the gate valve or inflation lumen may affect balloon deflation. All through lumens were patent without any leakage or occlusion. No visible damage to the balloon, catheter body or returned syringe was observed. There was no evidence of a manufacturing nonconformance. Balloon inflation test was performed using the returned syringe with 1.5cc air. Visual examination was performed under 10x magnification and with the unaided eye. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing. No indication of a manufacturing defect noted during the analysis. It is not clear if the end-user attempted to flush the inflation lumen during the set-up process. No actions will be taken at this time.